Event description:
It was reported that the patient experienced discomfort with their inflatable penile prosthesis (ipp). The physician removed the pump and tubing at which point, by visualization and palpation, the left cylinder was found to have eroded through the membrane into the right corpora cavernosa. The remaining cylinder and reservoir were left implanted. A second procedure was later performed during which a new ipp cylinder and pump were implanted and connected to the previously implanted cylinder and reservoir. Following the revision surgery, the patient fully recovered.